Event description:
The facility representative contacted a technical service representative to report a mini-infuser that is "alarming". It is unknown when and where this event occurred. The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a "alarming" issue was not confirmed nor reproduced during product evaluation. The assignable cause was not determined. No repairs were made in order to fix the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.